Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2016 with the following findings:a review of the black box (bb) history revealed that the user set the pump time and date to the pumps ¿end of life¿ time and date (23:59 of 12/31/2023). The bb history revealed the call service (cs) 060 alarms occurred one minute after the user set the time and date. During testing, the pump time and date settings were adjusted to the appropriate time and date. The pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The reported cs 060 call service alarm was not duplicated during investigation. The cs 060 rtc module communication fault alarm occurred due to user setting incorrect time/date.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 060 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.